Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) (B) (4) alleging that a one touch ultra 2 meter had an issue where the device was displaying unspecified letters instead of blood glucose results. It is unclear if the meter was displaying an error message. It is unk as to what date/time the alleged issue began. The customer service representative (csr) documented that the "...issue happens consistently throughout the day." On an unspecified sunday during the time of concern, the pt had gotten a result of "2.?" Before eating a meal in the evening. After obtaining the result, the pt started to eat chocolates and sweets, and drank a soda in order to raise her blood glucose. An unknown time later, the pt claimed that her blood glucose got too high. At that time, the pt mentioned that the meter would not give a meter reading and was just displaying letters. The pt also claimed that as a result of the alleged issue, she suffered a diabetic coma. It is not known what date/time she fell into a diabetic coma. The pt denied that her blood glucose was tested on another device during the time of concern. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, what her last meter reading was before she fell into a diabetic coma, what date/time the last reading was obtained, what actions the pt took before and after she fell into a diabetic coma, and what date/time she fell into the diabetic coma. In addition, it would have been helpful to know if the pt attributed the symptoms to high or low blood glucose, if she received any treatment from another person due to the symptom, what date/time the result of "2.?" Was obtained, and what letters she saw on the meter's display. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she fell into a diabetic coma after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.